Event description:
The infection control practioner from qeii health centre in nova scotia contacted steris corporation research and development personnel to advise that the hospital recently discovered that it had not been properly connecting endoscopes to the steris system 1 processor. The hospital sought information from steris to assist it in its evaluation of the matter and to correct all operator error. The hospital did not report any adverse events associated with the incorrect processing of their endoscopes.